Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v107988, implanted: (B)(6) 2008, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported a loss of stimulation and a return of symptoms. His tremors were getting worse and it was considered a sudden change in (B)(6) 2015, maybe within the week prior to (B)(6) 2015. However, he checked the device with his programmer and it showed that stimulation was on and ok. He had the ability to change his stimulation, so was assisted in increasing it, but it did not resolve the reported issue. The patient had turned the stimulation up from 1.2 to 1.4 and it was a little better, but he was still struggling. The battery's voltage was at 2.87 volts. The patient's indications for use were parkinson's dual and movement disorders. The cause of the sudden change was unclear. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the patient reported that he notified his managing physician about the issue. The return of tremors was observed during normal use of the device and therapy. There were no circumstances that led to the return of tremors. The patient was reprogrammed, but the symptoms had not resolved.